Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm noted. Insulin pump had minor scratches on display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring and a missing end cap sticker.

Event description:
Customer reported a button error alarm on the insulin pump. The blood glucose reading was 333 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.